Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported the updating screen on the minimed mobile application. The customer also reported that the pump and mobile device unpaired and re-paired but the issue still persisted. Troubleshooting was performed and the issue could not be resolved. No harm requiring medical intervention was reported. The device will not be returned for analysis.